Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaint appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion located in the left circumflex artery. The patient was stented with a xience sierra 2.5 x 18 in lcx. Post-dilatation with a non-abbott balloon dilatation catheter (bdc) was attempted, but the balloon ruptured. A 2.75x12mm nc trek was advanced for post-dilatation, but also ruptured. There was no reported adverse patient effect or a clinically significant delay in the procedure. A 2.75x15mm nc trek was used successfully to complete the procedure. There was no additional information provided.